Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. No troubleshooting could be performed during the time of the report due to the customer running out of insulin in their pump. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.